Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the flow rate failure (under infusion), which was confirmed and reproduced during evaluation. It was found that the lower valve travel was out of specification. The device was reworked to correct this condition. (B)(4).

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device experienced an underinfusion during flow rate testing. The device failed flow rate at 26.836/30 ml (-10.55%). There was no patient involvement.